Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 500-600 mg/dl. As the customer thought that the insulin might have been compromised due to extreme heat, the infusion set was changed. A correction bolus was delivered and insulin injection was administered in an attempt to stabilize the bg. The ketone level was high. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The customer was discharged on (B)(6) 2016. The customer reverted to using insulin injections for insulin therapy. The customer declined to provide further information and was to resume pump therapy in the near future.